Event description:
Initial reporter indicated that two yrs ago, he had a pt who had a vns device with cervical dystonia, but the device was explanted due to the severity of the dystonia. It is unk if the pt had the cervical dystonia pre-vns implantation or if the vns contributed to the event. Good faith attempts are being made for additional details. Thus far no further info has been attained.